Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 850 mg/dl. Customer is taking medication for a huge sore. Customer was treated with intravenous drip until the blood glucose level decreased. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.